Event description:
A customer in the united states notified biomérieux of misidentification of klebsiella pneumoniae in association with vitek® 2 gn ID test kit (ref 21341) lot 2410186103. A blood culture isolate was identified as klebsiella oxytoca with a vitek® 2 gn ID test kit. The same isolate was identified as klebsiella pneumoniae using biofire. Indole testing obtained a negative result, which confirms the biofire klebsiella pneumonia identification as correct. The isolate was retested on another vitek® 2 gn ID test kit, lot 2410239203 with an identification of klebsiella oxytoca. The customer still had the isolate and has submitted it for evaluation. The physician received both the vitek® 2 klebsiella oxytoca identification report and the biofire klebsiella pneumoniae identification report. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states informed biomérieux of a misidentification of klebsiella pneumoniae in association with vitek® 2 gn ID test kit (ref 21341) lot 2410186103. A blood culture isolate was identified as klebsiella oxytoca with a vitek® 2 gn ID test kit. The same isolate was identified as klebsiella pneumoniae using biofire. Indole testing obtained a negative result, which confirmed the biofire klebsiella pneumonia identification as correct. Investigational testing was performed using the isolate submitted by the customer. The organism was subbed, and testing included the 2 customer lots (lot 2410186103 - indicated in this initial complaint and lot 2410239203 - indicated in a separate complaint) and 1 random lot of gn cards, all tested in duplicate. Api 20e was also performed. On all cards tested, an excellent ID of k. Oxytoca was obtained. However, the api 20e gave a good ID (97.3%) of k. Pneumoniae. Therefore, the final identification is k. Pneumoniae. A comparison of reaction results for the cards giving the misidentification of k.oxytoca to the expected reaction results for k. Pneumoniae ssp pneumoniae revealed 2 atypical positive reactions (5kg, ellm) that led to the misidentification. This investigation concluded that this isolate is an atypical strain.